Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following feedback regarding alaris devices was provided by the customer: "she is very focused on flow rate and beliefs the alaris syringe drops a bolus of medication every twenty minutes for a nicu patient versus medfusion. She wants a consistent medication flow and not have to change the syringe to 3ml." Further context of the customer's feedback was also provided: "the medication she specifically called out was penicillin g, where her typical dose is 50,000 units/kilo, and if she has a 2+ kilo baby, she has to input the dose as 100,000, but our pump won't allow her. They end up doing a workaround of making it a basic infusion, setting the duration (which populates the rate on the pcu), then pressing start. She said "a couple" of our competitors can display the 6 digits. I explained how (in the adult population), we utilize a clinical advisory that alerts the rn 1 million units = 1 unit on the pump, but she does not like that type of workaround for the nicu with their extremely specific doses. She also discussed with me the fact that our syringe pump won't deliver rates of the .01 ml/hr unless it is a 1- or 3-ml syringe size. She wants this to change. Overall, she said she is a big fan of the alaris system, but these issues are significant to her." There was no information on patient involvement.